Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported, that they were admitted to the (B)(6) hospital, for dehydration, high blood pressure and pain in the groan area of the left leg. Then on (B)(6) 2021, the patient went to the (B)(6) rehabilitation in rose city, was there until (B)(6) 2021. Then on (B)(6) 2021, their left leg started to swell up and pain a lot. And is still ongoing. The patient wants us to follow up with the physician to see if the device is the problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that yesterday the patient was readmitted to the hospital for the second time in a week due to dehydration even though patient is drinking a lot. Patient is having a lot of pain around the groin area and they say it is likely the kidneys. Patient services asked if the pain is thought to be related to the interstim and caller did not know. Caller said sometimes when patient is sitting in a chair they can feel pulsations but sometimes patient is not sure. The pain started saturday night. Troubleshooting was unable to be performed as the caller is an hour and a half away from the patient. Caller wanted to know if the ins would continue to function even when the handset/communicator are not close by. Reviewed that patient may consider turning stimulation off or amplitude down if pain is thought to be related to stimulation.